Event description:
Additional information received indicated that the day following the valve implant ¿minor¿ bleeding occurred which saturated the bilateral groin site gauze. Induration was greater on the right groin than the left groin. Sites were tender to palpation due to hematoma. Pulses were intact distally, and no bruit auscultated. Monitoring of groin access sites for worsening hematoma continued. On discharge the following day, the pulses were reported as ¿2+ dp b.¿ the skin color, texture, and turgor were normal. There were no rashes or lesions. No treatment was required. The event resolved the same date as discharge. The physician indicated the event was possibly related to the delivery catheter system (dcs). Additional information received indicated that complete heart block (chb) did not occur. Rather, left bundle branch block (lbbb) had occurred during the procedure and remained at discharge. The 30-day event monitor indicated the lbbb was still present.

Manufacturer narrative:
Continuation of d10: product ID {{d-evolutfx-2329}}; product lot/serial number (B)(6) product type: {{delivery catheter system}}; implant date {{na}}; explant date {{na}}. Updated data: a1, a2, b2, b5, d1, d4, d10, h4, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that following the implant of the bioprosthetic transcatheter aortic valve complete heart block developed. A temporary pacemaker was implanted via the internal jugular (ij), but was not needed. The temporary pacemaker was discontinued the day following the valve implant procedure with additional monitoring for 24 hours. No events were noted on telemetry. Prolonged hospitalization occurred as result of this event. No treatment reported. The patient was discharged 2 days following the valve implant with a 30-day event monitor. The physician indicated the event probably related to the valve.

Manufacturer narrative:
Continuation of d10: product ID {{l-evolutfx-2329}}; product lot/serial number {{unknown}}; product type: {{compression loading system}}; implant date {{na}}; explant date {{na}} product ID {{d-evolutfx-2329}}; product lot/serial number {{unknown}}; product type: {{delivery catheter system}}; implant date {{na}}; explant date {{na}}. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b5 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information noted the physician indicated the left bundle branch block (lbbb) was not related to the transcatheter aortic valve. Additionally that the possible bilateral hematomas were probably related to the delivery catheter system (dcs).

Manufacturer narrative:
Updated data: b5 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information noted the physician indicated the lbbb was probably related to the transcatheter aortic valve.